Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a persistent alert that remained after restart and prevented insulin delivery, leading to discontinuation of pump therapy and issuance of a replacement; the family then reported the replacement device was stolen before setup and the user continued on multiple daily injections. Symptoms included prolonged hyperglycemia with readings reported as ¿high¿ (greater than 400 mg/dl). Outcomes included interruption of insulin delivery, need for caregiver assistance, and transition to back-up therapy without hospitalization or medical intervention. Investigation included customer interview, review of device use and alert behavior, and coordination for device return and replacement logistics. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.